Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot test was performed and failed due to receiver no display with a known good battery. An internal visual inspection was performed and passed. Performance data was not reviewed as no data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.